Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported capsular contracture baker grade iii.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Crease/folding of implant: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device.

Event description:
Healthcare professional reported right side fluid, folds and "inflammatory process". Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported right side fluid, folds and "inflammatory process". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.